Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp), axes controller platform dual (acpd), axes controller platform backplane (acpb) due to recoverable and non-recoverable errors 307 and 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the acp, acpd, or acpb for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node 203 is not present at startup.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that a non-recoverable fault 307 occurred. The user attempted a hard power cycle, but the issue was not resolved. Tse reviewed and confirmed the error in the logs. The procedure was completed as planned. No known impact or patient consequence was reported.